Manufacturer narrative:
(B)(4). A correlation between the device and the reported event could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with complaints of dark stools for 3 days and dizziness/lethargy. The patient was not on anticoagulation therapy prior to admission. The patient's hemoglobin level was 4.5 g/dl and hematocrit was 14.5%. It was reported that the patient would be transfused with packed red blood cells. The patient was not discharged as they were awaiting transplant. No further information was provided.